Event description:
It was reported that there was a burning sensation that the patient described as ¿hot.¿ it was noted that they may replace the extension. The burning sensation was at the lead/extension connection to the neck and shoulder. It was not all the time but it was often. It was unknown when it had started and there were no known falls or traumas. Impedances pre-operative at 1.5v, c1, 2509 and all the rest were normal. It was noted that at 3v them were all normal. The patient was programmed to c+2-3- and the left side was the affected side. Impedances were run at 3v and when run at 1.5v and 3v the patient had not felt anything strange. There were no historical impedances available. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3389s-40, lot# va04syk, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3389s-40, lot# va04syk, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the reporter did not know if the cause of the event was determined or if there was 50% or greater symptom reduction. The extension was replaced on (B)(6) 2014, but the patient outcome was unknown.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), explanted: (B)(6) 2014, product type extension.